Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. The nurse discovered that the patient¿s transfer set was leaking from juncture at the luer lock end (not at the catheter). This issue was resolved by replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Previously reported unknown product code to 5c4482. One actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.